Event description:
It was reported that when using the bd pyxis¿ medbank tower, system destocked an item without consent. Customer stated that the medication meropenem 1g cubie was destocked by the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system destocked an item without user consent. A technical support specialist (tss) established a remote session to verify the medication cubie and confirmed that all readings were accurate with no issues identified. The tss determined that no system faults were present and advised the facility that unexpected destocking could occur if the cubie was not fully seated or if dust or debris affected positioning. The tss recommended continued monitoring and advised reporting if the issue recurred, as it could indicate a cubie-related issue. The system functioned as intended after technical support specialist troubleshot the device.